Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged altitude alarm issue could not be verified. In addition, the alleged cartridge alarm was not verified due to the evaluation for this issue not being completed. The device for this issue was not returned for evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that a cartridge alarm occurred during basal delivery. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer cleared the alarms and resumed insulin therapy.